Event description:
I was replacing an expired dexcom g6 sensor with a new dexcom g6 sensor. However, after I opened the new sensor's packaging, I noticed and was surprised that the new sensor has separated from its applicator, rendering the new sensor useless as the new sensor cannot be inserted over and partly under my skin. FDA safety report ID # (B)(4).